Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the t-pal inner shaft (part number 03.812.003, lot number 8800807). The subject device was returned with the complaint condition stating the returned inner shaft is found to be broken at the proximal tip. The tip was retained inside the returned concomitant knob. The tip was able to be removed from the knob during investigation. The returned devices both have surface wear which does not impact product functionality. The complaint is confirmed. A visual inspection, drawing review and device history record (DHR) review were performed as part of this investigation. Replication of the complaint condition is not applicable as the device is already broken. No non-conformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Drawings were reviewed during investigation. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. The returned concomitant device in this complaint record shows no evidence of having contributed to the event. Therefore, further investigation is not necessary. No definitive root cause was able to be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no reported patient involvement. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: march 07, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the connecting end of the t-pal inner shaft is broken off inside the knob. The issue was identified during inspection activities of the evaluation set. There were no issues reported by the customer; no patient involvement was reported. Concomitant devices: t-pal knob (part 03.812.004, lot 3476122, quantity 1). This is report 1 of 1 for com-(B)(4).